Manufacturer narrative:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/3.0/94 diopter, in the patient's right eye (od) on (B)(6)2016. The lens was explanted on (B)(6)2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. Corrected data: device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found the lens haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Product evaluation found that the lens was returned dry, in the lens case/vial. Visual inspection found the haptic partially torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -14.50/3.0/094 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient experiencing low vault. The problem was resolved.